Event description:
Broviac inserted end of (B)(6) 2013. Approx 6 months ago ((B)(6) 2014) the line was repaired due to a "balloon air pop and the female luer adapter broke off".

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.